Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue: the alarm has occured multiple times and the reporter is unable to clear it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).